Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10/2.00 flextome cutting balloon was selected for use. During procedure, the balloon was inflated at 7atm but it ruptured upon third inflation at 7atm. The device was simply removed from the patient's body. The procedure was completed with a different device. No complications reported and patient was good post procedure.